Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing loss of coverage while undergoing procedure. The leads migrated which was confirmed with imaging. The patient underwent an early lead pull procedure. Patient was doing fine postoperatively. The explanted product disposed of at facility per facility policy.